Event description:
It was reported that the patient presented to the clinic feeling weak. The right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 429688 lead implanted: 2013-(B)(6), 2088tc st. Jude lead, implanted: unknown. (B)(4).